Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, the physician was unable to complete interrogation on this subcutaneous implantable cardioverter defibrillator (s-ICD). Reportedly, two separate programmer were used but neither successful. No evidence nor information to suggest a previous malfunction and field information states the patient will return next week for a follow-up with a company representative, on-site. No adverse effects were reported. Upon return, the device remained unresponsive and as a result, scheduled for removal. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for analysis. During the explant procedure, a case of twiddler's syndrome was exhibited. A subcutaneous implantable cardioverter defibrillator (s-ICD) replacement system was then implanted with the field confirming a 3 incisions technique and using the two suture holes of the header for the device fixation, so as to mitigate future twiddling implications.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, the returned device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. It was verified that magnet application elicited no response from the device. The device case was removed to facilitate inspection of the internal components. Arcing damage was evident. Battery voltage measured low at 0.65 volts. Analysis confirmed that due to twiddlers syndrome, the associated electrode became wrapped around the device case and the hva coils were rubbed to the point of contact with the device and resulted in arced energy to the device case. This in turn, resulted in internal arcing damage and the inability to interrogate the device as observed in this case.

Event description:
Boston scientific received information that during a routine follow-up, the physician was unable to complete interrogation on this subcutaneous implantable cardioverter defibrillator (s-ICD). Reportedly, two separate programmer were used but neither successful. No evidence nor information to suggest a previous malfunction and field information states the patient will return next week for a follow-up with a company representative, on-site. No adverse effects were reported. Upon return, the device remained unresponsive and as a result, scheduled for removal. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. During the explant procedure, a case of twiddlers syndrome was exhibited. A subcutaneous implantable cardioverter defibrillator (s-ICD) replacement system was then implanted with the field confirming a 3 incisions technique and using the two suture holes of the header for device fixation, so as to mitigate future twiddling implications.

Manufacturer narrative:
(B)(4). Following confirmation of explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, the physician was unable to complete interrogation on this subcutaneous implantable cardioverter defibrillator (s-ICD). Reportedly, two separate programmer were used but neither successful. No evidence nor information to suggest a previous malfunction and field information states the patient will return next week for a follow-up with a company representative, on-site. No adverse effects were reported. Upon return, the device remained unresponsive and as a result, scheduled for removal. No adverse patient effects were reported.